Event description:
It was reported that a pt underwent a gynecological procedure on an unknown date. During the procedure, the hand piece would only rotate counter-clockwise. It was felt that the motor drive unit might have a connector issue. There were no other details available. There were no adverse pt consequences reported.

Manufacturer narrative:
Date sent to the FDA: 06/16/2008. Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.